Event description:
In (B)(6) 2022, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. A physician reported that on (B)(6) 2022, the peg tube was insufficiently tightened, which caused stomach contents to leak abdominally with a paralytic ileus as result. On (B)(6) 2022, the patient was hospitalized for inflammation at the insertion site. A computerized tomography (CT) revealed a suspicion the starting of an abscess. There was a suspicion of aspiration pneumonia and acute kidney in which the patient was recovering with fluids and duodopa therapy was restarted. On (B)(6) 2022, a peripheral inserted central catheter (PICC) was placed for unspecified antibiotics, infusions, and nutrition. On an unknown date, the unspecified antibiotics were stopped and the PICC line was removed.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection and paralytic ileus are known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.